Event description:
It was reported that there was issues with the right ventricular (rv) lead pace/sense setscrew and silicone was used to seal it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.